Event description:
It is reported that a customer was hospitalized on (B)(6)2014 at 2:30 am for a high blood glucose level of 825 mg/dl. The customer stated that they were off the insulin pump for 30 minutes prior to the hospitalization. The customer stated that they will call back to trouble shoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.